Event description:
It was reported to philips that c-arm lateral rotation was inhibited due to damaged motor assembly on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexarm rz2 motor drive assy and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).